Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set line was blocked while attempting to prime it with saline. The following information was provided by the initial reporter: "line was spiked with normal saline clamps all open and saline would not prime through the line."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary two primary sets (model# 2420-0500) and one non-bd extension set were returned by the customer. It was reported by the customer that the saline would not prime through the line. The returned sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were both attempted to be primed with saline. One set was primed successfully without issue. The other set was unable to be primed. The smartsites on the sets were attempted to be flushed with saline using a 10ml bd syringe to further pinpoint the location of the occlusion. The smartsite towards the end of the set was able to be flushed. However, the smartsite closest to the drip chamber was met with resistance when attempting to be flushed. Upon closer examination, the occlusion appeared to be at the tubing junction between the bottom connection of the pumping segment and the roller clamp. The set was further examined under magnification where possible excess solvent can be observed. The customer complaint can be verified in this sample. A quality notification was sent to the manufacturer, and the sample was sent for further investigation. The manufacturer was able to confirm the failure. Per the investigation, possible root causes include that the bonding method was not performed correctly, the solvent dispenser did not work properly, and/or there may have been a lack of inspection on the line. A device history record review for model 2420-0500 lot number 22093008 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set line was blocked while attempting to prime it with saline. The following information was provided by the initial reporter: "line was spiked with normal saline clamps all open and saline would not prime through the line."